Event description:
During an in-clinic follow-up, an x-ray was performed and the left ventricular (lv) lead was found to be dislodged. A revision procedure was performed. The lv lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured to be within product specification.